Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys unit. Additionally, the catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a premature ventricular contraction (pvc) ablation procedure, a pericardial effusion occurred. The ablation catheter was placed in the right ventricular apex and then placed in a retrograde fashion across the aortic vale into the left ventricular (lv) apex where pace mapping was performed. The patient then complained of chest pain and fluoroscopy revealed a pericardial effusion. A pericardiocentesis was performed with auto transfusion to stabilize the patient. The perforation reportedly occurred in the lv apex after the catheter abruptly crossed the aortic valve and flopped into the lv apex.